Event description:
It was reported during implant procedure that the atrial lead exhibited insulation damage. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of the insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. Visual inspection of the lead found multiple cut/damage on the insulation at the proximal region. The cause of the reported event of insulation damage was consistent with procedural damage.